Manufacturer narrative:
No product was returned; therefore retain samples from the same lot were evaluated for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending indicated that no similar complaints were received. In a follow-up conversation on (B)(6), 2011, the doctor mentioned that the bond-it light cure adhesive he used in the incident expired in (B)(6) 2007. These investigation results have led to the conclusion that the debonds were not the result of a product failure and were likely due to a user-related problem in that the doctor used expired product. The patient is fine and the restoration was redone with simile without further incident.

Event description:
On (B)(6), 2011, a doctor reported that four patients experienced failed restorations that had been placed with simile composite. In this incident, a restoration placed with simile on a lower molar chipped within several months after placement. This MDR is the third of four reports.